Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos of primary set were received by the customer for investigation. Upon visual inspection, it could be observed that the set's upper fitment was disconnected from the silicon tubing pumping segment. No other defects were observed. The customer's complaint that the tubing disconnected at the top of the rubber tubing that runs through the pump tubing channel was verified. A device history record review could not be performed on the provided model number because a lot number was not provided by the customer. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20dp dehp free had connection separation issues. The following information was provided by the initial reporter: "a patient in pacu was being prepared for transport to post op unit. An alaris pump was in use to infuse ketamine using portless tubing which spontaneously disconnected at the top of the rubber tubing that runs through the pump tubing channel. "